Event description:
It was reported while using maxzero¿ extension set there were priming issues. There was no report of patient impact. The following information was provided by the initial reporter: I need to file an incident report on the mz9266 trifuse extension set, lot (10) 23019245. I have 2 of them in my office with the lumens flagged that do not prime

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-may-2023. H.6. Investigation summary: two samples model mz9266, lot 23019245 were received for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A 10 ml bd syringe was attached to each of the maxzeros and attempted to flush. Both samples were unable to flush one of the lines. Upon closer visual inspection under a microscope, excess solvent was observed near the male luer. The customer complaint, that the set will not prime, was able to be replicated and a quality notification to the manufacturer was sent. From the manufacturers investigation, the source of the occlusion failure mode is related to an excess of solvent by the assembler. As a corrective action, the solvent dispenser will be changed from the mdgn to medica. A device history record review for model mz9266 lot number 23019245 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using maxzero¿ extension set there were priming issues. There was no report of patient impact. The following information was provided by the initial reporter: I need to file an incident report on the mz9266 trifuse extension set, lot (10) 23019245. I have 2 of them in my office with the lumens flagged that do not prime